Event description:
It was reported that was experiencing vocal cord paralysis. The head and neck surgeon thinks that vns could be a contributor. Patient is reportedly doing well with vns, and they would like to continue therapy. The patient was noted to already be on low settings. No other relevant information has been received to date.